Event description:
A customer reported to beckman coulter inc. (Bci) that erroneously elevated rheumatoid factor (rf) results were generated by immage 800 immunochemistry system on (B)(6) 2011, for eight (8) patient samples. Immage rheumatoid factor reagent lot m101865 was used for the assays. The erroneous results were not reported out of the laboratory. The patients' samples produced negative results with the previous lot of rf reagent. There was no change to patient treatment. This report documents the event occurred on (B)(6) 2011. The event on (B)(6) 2011, is documented in MDR #2050012-2012-00289. Immage 800 immunochemistry system: catalogue number - a15445, serial number - (B)(4), date of manufacture - 04/03/2009, product code - jqx, nephelometer, for clinical use 510(k) number - k962294.

Manufacturer narrative:
No sample issues were noted. The customer provided qc data, which appear acceptable. The customer has not reported any issues with other chemistries or any system errors. Rf reagents of different lot number were sent to the customer. Root cause is not known, but this appears to be a reagent issue. Root cause investigation is ongoing.

Event description:
The erroneous results were reported out of the laboratory, but there was no change to patient treatment.